Manufacturer narrative:
The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damages or deficiencies. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The patient hit the pod on a door frame and it began leaking insulin and fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.